Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No information has been provided to date.

Event description:
It was reported that the disposable clamp tubing alarm on cadd legacy pumps has not occurred three times in last ten days, issue resolved by changing cassette to back up pump. No further details provided. No additional details known. No patient injury was reported.